Event description:
It was reported that the physician attempted to implant a right atrial (ra) lead, but was unable to obtain a measurable p-wave due to noise intrusion. The physician attributed the problem to air in the helix chamber which blocked any blood from entering. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications. The lead was returned with the helix fully retracted. The helix was able to be extended and retracted within specifications. No anomalies were found. (B)(4).